Event description:
In 2009, the pt reported that at approx 3 months prior, she began to experience elevated blood glucose. She stated that her infusion device "seemed like it's not giving me insulin" and she switched to her backup infusion device. She stated that since beginning use of the backup device elevated blood glucose" doesn't seem to be happening." She was unable to recall specific blood glucose values and stated "they would be in the 400's for sure, or the meter just read high." She stated that she would change her infusion set and bolus through the infusion device but her blood glucose would remain elevated. She changes the infusion tubing and site every 3 days. She stated that she does not change the adapter "often enough" but did not specify how often it is changed. She was advised to change the adapter with every 10th insulin cartridge change. She reported having the following health concerns, "sinuses, allergies, upper respiratory." The pt was sent complimentary adapters. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.